Event description:
This report is based on information provided by a philips remote service engineer (rse) and a philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the dfm100 indicating that the device failed the operational check, specifically the ECG test. The event was outside of use and there was no reported patient nor user harm. Available details indicate that the device failed the operational check, specifically the ECG test. Review of error logs shows a software error and hardware error. The ECG cables were replaced, but the issue persists. It was determined onsite evaluation is required to further diagnose the issue. Onsite evaluation was performed, the fse replaced the therapy assembly, therapy receptacle and the ECG measurement module, which were found to be faulty. The therapy assembly is expected for return. The other components are not as they will be scrapped if defect. The device was returned to full functionality and remains at the customer site. Based on the information available and the testing conducted, the cause of the reported problem was component failure. The reported problem was confirmed. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The defective therapy pca (s/n: (B)(6) is returned for product analysis and the results confirmed pca is defective.

Manufacturer narrative:
This supplemental mir is to revise component code.